Manufacturer narrative:
Please retract this report 2017865-2013-04856 the same issue was reported as 2017865-2013-04750.

Event description:
It was reported that the atrial lead dislodged and exhibited loss of capture and oversening. Attempts to reposition the lead were unsuccessful. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.